Event description:
Physician reported right side deflation. Device has been explanted and replaced.

Event description:
Physician reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: one curved opening, void >1 mm in non-textured, wear abrasion and flat creases. Leak test and microscopic analysis was performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve.based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. No particles in valve were found in the device. Additional, changed, and/or corrected data: b.6, d9 h3 h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported right side deflation. Device has been explanted and replaced.